Event description:
It was reported that the patient experienced an intracranial hemorrhage while on a right ventricular assist device (rvad). The patient experienced weakness and loss of vision. The rvad had been implanted on (B)(6) 2020, a day after their left ventricular assist device (lvad) implant. The intracranial hemorrhage occurred sometime after the rvad implant and the patient became partially blind as a result. There were no changes to the patient's anticoagulation status that may have contributed to the event. The event was not considered to be device related. The patient was managed conservatively. Related rvad MFR #: 2916596-2023-03861.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.